Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. After the implantation, a rectal wall infiltration (rwi) was identified. As a result, the treatment plan was postponed for a period of three months in anticipation of the hydrogel absorption. There were no patient complications, or adverse events reported as a result of this event. The patient current status is unknown, despite of the good faith efforts (gfe).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/25/2023.